Event description:
Before withdrawing the medication in the syringe, this author retracted the plunger. Before inserting needle into medication vial to withdraw medication, this user noted that the spring collapsed in the barrel and did not advance appropriately when author attempted to advance the plunger upward/forward. Syringe was not utilized for patient use.